Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and no delivery tests. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose levels and issues with the insulin pump. Customer's blood glucose level was 569 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced frequent urination, thirst and headaches. Customer advised they changed out their set 4 times and continued to experience high blood glucose levels. Customer advised that insulin squirted out during manual prime. Customer performed and passed the high pressure test. Customer advised the insulin pump did not alarm even though they felt the device had several issues. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.